Manufacturer narrative:
(B)() - possible hemolysis. The caridianbct clinical specialist requested that the operator pause the procedure and then to stop the centrifuge while attempting to troubleshoot. All fluids were double checked and were correct. A femoral catheter was being used for the procedure. The inlet and return line are connected to the correct catheter port. The hematocrit entered was correct. The ffp was o pos and the pt's blood type is o pos. The operator took a sample from both port of the catheter to compare and they both appeared to be the same color. The caridianbct clinical specialist suggested that the operator take a sample for hematocrit from access and return ports on the tubing set with clamps to pt closed to determine if blood was hemolyzing in the system. This disposable set was unavailable for return for investigation. Conclusion: the most likely root cause for this event is the pt's disease state. Thrombotic thrombocytopenic purpura (ttp). The disposable set was unavailable for analysis.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The following incident description was provided to caridianbct quality assurance: customer reported that the blood in the centrifuge looked "cherry" red and the operator was unable to visualize the interface when performing a tpe procedure. The blood in the waste bag and plasma line looked tea colored. The blood in the rbc and return lines were very light red and translucent as if no cells are present. There do not appear to be cells in the remove bag. This report is being submitted due to the potential for pt injury as a result of hemolysis. Multiple unsuccessful attempts were made to obtain pt identifier information.